Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer's representative (rep) reported the patient changed groups and the programmer switched back to an alternate program on its own more than once. It was unknown what led to the event. Impedances were checked and the rep could not replicate the issue. At the time of the report, the issue was resolved. No surgical intervention occurred or was planned. Relevant medical history included post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.